Manufacturer narrative:
(B)(4). Concomitant medical products: 211236, compr srs mod stem - 8x100mm, unknown, unknown, unknown glenosphere, unknown, unknown, unknown humeral tray, unknown, 211215, comprehensive srs proximal body, unknown, unknown, unknown baseplate, unknown, unknown, unknown central screw, unknown, unknown, unknown peripheral screw, unknown. Report source, foreign - the event occurred in the (B)(6). Reported event was unable to be confirmed as lot number of device involved in the incident is unknown. Provided patient x-rays were reviewed with no product problem identified. Overall fit and alignment of the reverse arthroplasty is appropriate. No signs of loosening or radiolucency. Left shoulder hemi-arthroplasty demonstrates interposition with abutment of the humeral component and the undersurface of the acromion and associated bony remodeling, implying malposition, is in reference to the 2 images of pre-op which contains a competitor's shoulder device, therefore is inapplicable to this complaint. Bony fragment along the medial aspect of the proximal humeral diaphysis and superior within the joint space which could represent heterotopic ossification, which can be a source of pain. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined with information available. A contributing factor to the pain could be the heterotopic ossification noted in the x-ray review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01300, 0001825034 - 2018 - 03963, 0001825034 - 2018 - 03964, 0001825034 - 2018 - 01299, 0001825034 - 2018 - 03966, 0001825034 - 2018 - 03967, 0001825034 - 2018 - 03968. Product location unknown.

Event description:
It was reported that a patient underwent a revision shoulder procedure. During a six month follow up, the patient reported experiencing moderate pain. The quickdash questionnaire taken at the six month follow-up also revealed that the patient was experiencing moderate difficulty opening a tight jar, performing heaving household chores, and was unable to carry a shopping bag and wash back. Severe arm, shoulder, and hand pain was also reported. Attempts have been made and additional information on the reported event is unavailable.